Event description:
The customer contact reported an operator error in programming which resulted in the patient receiving more medication than intended. At an unspecified time, the device was programmed to deliver dilaudid 0.1mg/ml, in the pca only mode, with a 0.1mg pca dose, a 10 minute pt lockout and a 1mg 4 hour limit. In 2008 at 1130, the pt was reportedly found expired. The device was removed from clinical service. The cause of death was unspecified, and no autopsy is expected to be performed. During a review of the device history by the customer contact following the event, it was noted that the device was programmed to deliver a drug concentration of 0.1mg/ml instead of the pharmacy dispensed 1mg/ml. The nurse had programmed the device "using the prescribed concentration of 0.1mg/ml instead of the dispensed concentration of 1mg/ml." The customer contact reported that no pump malfunction was found and the event was due to "a programming error." The customer contact reported that the pt "was in a lot of pain" and "it was suspected that the family was pressing the button" for the pt. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The customer contact indicated the event was the result of an operator error in programing the device. The pump history was downloaded and printed at the user facility. A review of the history indicated that in 2008 at 2347, the pump was programmed in the pca only mode with a concentration of 0.1mg/ml, a 0.1mg pca dose, a 10 minute pt lockout, a 1mg 4 hour limit and the door was locked. Between 2350 and 2359, there was one 0.1mg pt initiated delivery and 5 unmet demands. A date stamp of the next day occurred. Between 0014 and 0257, there were nine 0.1mg pt initiated deliveries, 3 unmet demands and the 4 hour limit was reached. At 0323, there were 2 unmet demands. At 0410, there was one 0.1mg pt initiated delivery and the 4 hour limit was reached. Between 0503 and 1057, there were five 0.1 pt initiated deliveries. At 1104, there was 1 unmet demand. Between 1626 and 1730, the door was opened, there was 1 door alarm, the door was locked, the history was printed, the door was opened and the door was locked. A date stamp of the following day occurred, and at 0813, the history was printed. Review of the device history indicates that the pump delivered as programmed.